Event description:
Medtronic received information via literature review that 15 bioprosthetic aortic valves failed due to degenerative changes. Subjects were from the global valve-in-valve registry which included 202 patients with degenerated bioprosthetic valves. Bioprosthesis mode of failure was stenosis, regurgitation or combined stenosis and regurgitation. Subsequently, transcatheter aortic valve-in-valve interventions were performed on all subjects implanted with these valves. Procedural success was achieved in 93.1% of cases. Adverse procedural outcomes included device malposition, ostial coronary obstruction and high gradients after the procedure.

Manufacturer narrative:
Conclusion: device history records for these valves could not be reviewed as the serial numbers were not provided. Without the return of these products, no definitive conclusions can be made regarding the clinical observations. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.